Manufacturer narrative:
(B)(4). The lot was manufactured april 9, 2016 ¿ april 11, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not deliver medication during infusion. The device was filled with 2900 mg of fluorouracil in 0.9% sodium chloride with a total fill volume of 230 ml. The clamp was open and the line flushed with no problem. There was no report of patient injury or medical intervention associated with this event. No additional information is available.